Event description:
It was reported that during use with 4 bd vacutainer® sst¿ ii advance plus blood collection tubes there was a low draw. Recollection was not performed. Patient 8 of 11. The following information was provided by the initial reporter: site has expressed concern that the blood draw is slower than expected and that the total sample volume is inconsistent. This is resulting in quantities of plasma insufficient for the aliquotting required for the protocol. Variable total volume obtained resulted in full allocation of serum aliquots not being able to be completed. Thus, less samples available for analysis than anticipated.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-05-10. H6: investigation summary: bd received nine (9) samples and one (1) photo for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, nine (9) customer returns and twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with 4 bd vacutainer® sst¿ ii advance plus blood collection tubes there was a low draw. Recollection was not performed. Patient 8 of 11. The following information was provided by the initial reporter: site has expressed concern that the blood draw is slower than expected and that the total sample volume is inconsistent. This is resulting in quantities of plasma insufficient for the aliquoting required for the protocol. Variable total volume obtained resulted in full allocation of serum aliquots not being able to be completed. Thus, less samples available for analysis than anticipated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 4 bd vacutainer® sst¿ ii advance plus blood collection tubes there was a low draw. Recollection was not performed. Patient 8 of 11. The following information was provided by the initial reporter: site has expressed concern that the blood draw is slower than expected and that the total sample volume is inconsistent. This is resulting in quantities of plasma insufficient for the aliquotting required for the protocol. Variable total volume obtained resulted in full allocation of serum aliquots not being able to be completed. Thus, less samples available for analysis than anticipated.